Event description:
According to a medwatch report dated 09/19/2005, and received by the MFR on 08/24/2006, bioglue was utilized for a small bowel anastomosis and the anastomosis reportedly "fell apart", resulting in sepsis.

Manufacturer narrative:
The MFR has initiated an investigation that is ongoing.